Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2015 with the following findings: investigation revealed that there were multiple cracks in the battery compartment. Unrelated to the casing issue, investigation revealed that the keypad cover was torn at down arrow button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there were multiple cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/23/2015.